Manufacturer narrative:
4/14/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a tah procedure. Reportedly, the staple line was incomplee and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.